Event description:
In 2009, the pt reported that she pulled the insulin cartridge from her infusion device and the plunger became stuck to the piston rod. A small amount of insulin spilled into the cartridge compartment of the infusion device. She was able to remove the plunger from the piston rod and she dried the insulin with a cotton swab. She was assisted in completing the change cartridge procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.